Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the classic crown orbital atherectomy device (oad) became lodged in the lesion requiring transfer to another facility for surgical removal. The lesion being treated was located in the distal sfa, was 80% stenotic, 3 cm in length and not heavily calcified. The sfa vessel was approximately 5 cm in diameter. The physician used a 7f introducer sheath to access the target lesion, and then crossed the lesion with a .014" viperwire. He then advanced the 2.0 oad to a point 2 cm proximal to the lesion. The initial run was performed at low speed for 10 secs and device bogged down and stopped spinning. The physician attempted to pull the device back multiple times to remove it from the lesion, but to no avail. The patient was subsequently transferred via life flight to another hospital to have the device surgically removed. The patient remained asymptomatic during this event. Additional information has been requested regarding this event.